Event description:
Additional information indicated that further episodes of noise resulting in oversensing, crosstalk, and post-paced t-wave oversensing were observed on the right atrial lead. No intervention was performed and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing and inappropriate mode switch were noted on the right atrial (ra) lead. Lead fracture was suspected but not confirmed. No intervention was performed, the patient was stable and will continue to be monitored.